Event description:
The facility representative contacted baxter product surveillance to report a clearlink duo-vent c-flo set in which a split/tear was observed in the tubing. According to the report, this was discovered above the pump device and between the solution bag while transporting a patient. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available; therefore, a product issue could not be confirmed and/or replicated through evaluation. Furthermore, no trend or use error was identified. There were no issues noted during the manufacturing of the identified lot. If any additional information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.